Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a blood glucose level of 480 mg/dl accompanied by nausea and positive small ketone bodies of 2.1. The reporter contributed the symptoms and high blood glucose level to multiple occlusions. The reporter attempted to correct the high blood glucose by delivering a two unit bolus; however, was still high then corrected with an injection of an eight unit bolus. The blood glucose was able to be lowered. This complaint is being reported because the pump may have contributed to, or caused, this adverse event